Event description:
The customer observed a short sampling from the cell-dyn sapphire analyzer. The abbott field service representative (fsr) found the vent head needle bent and replaced the vent head assembly and probe and the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4), concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.